Manufacturer narrative:
Manufactures investigation conclusion: the returned hm3 system controller, serial (B)(6), was determined to be not related to the reported event of driveline communication fault; this will be investigated under MFR# 2916596-2021-06003. The reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 1 day ((B)(6) 2021 to (B)(6) 2021 per the timestamp). A no external power alarm activated on (B)(6) 2021 at 08:45 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The returned controller was functionally tested and connected to a mock circulatory loop for an extended period of time. The driveline communication fault was not reproduced, and the controller functioned as intended during the analysis. A root cause of no external power was determined to be user error due to simultaneously disconnecting the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline communication fault and no external power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for patient with a continuous driveline communication fault that did not clear with self-test but did clear when silenced on the system monitor. Log file submitted confirmed the reported driveline comm a faults. Log file also contained a loss of external power event on (B)(6) 2021 at 8:45am which appeared to be the result of the patient disconnecting each controller lead from power at the same time resulting in ebb (backup battery) usage. The alarms resolved once batteries were reconnected to the controller. The patient was monitored over the next hour, in the clinic, and the alarm did not return. Alarm returned overnight. On (B)(6) 2021 the patient underwent a system controller and modular cable exchange. New log file submitted contained ~ 2 minutes in duration and shows the driveline communication fault had not returned. No further alarms reported. No additional information provided. Related manufacturer report number(s): MFR # 2916596-2021-06000 and MFR # 2916596-2021-06003.